Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; - the screw must be fully inserted below the cortical surface to avoid protrusion and soft tissue irritation. Improper insertion technique may cause breakage of the screw and/or driver or premature failure. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The product is not expected to be returned, however the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(6) reported on behalf of their customer that the 231035m5, genesys matryx screw 10x35mm, was used in an acl procedure on (B)(6) 2020. The screw broke during insertion. The rep is confident that no fragments were left in the patient. There was a 2-minute delay and another of the same type of screw was used to complete the procedure. There was no reported patient injury or impact. Additional information stated that the surgeon will often use a screw 2 sizes above reamed diameter. This report is being raised due to device malfunction and potential for injury upon reoccurrence.